Manufacturer narrative:
Intuitive surgical inc., (isi) has received the small grasping retractor instrument associated with this complaint and completed the investigation. Failure analysis (fa) investigations confirmed the customer reported complaint of "exposed wire". The small grasping retractor instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause was attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for small grasping retractor was (part - 470318-10/n10200420 0043) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2021 on system (B)(4), with 7 lives remaining. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, it was observed that the small grasping forceps instrument had exposed wires. The procedure was completed with no reported injury.